Manufacturer narrative:
(B)(4).

Event description:
On 22nov2019, a patient (pt) reported developing ¿inflammation and scar tissue behind the eye¿ (unspecified affected eye) while wearing an acuvue® oasys® brand contact lens. The pt reported being treated (unspecified) by an eye care provider (ecp). The pt had to wear glasses for 3 months due to this issue. The ecp switched the pt to a daily disposable contact lens. No further information was provided. Multiple attempts were made to the pt for additional medical and product information. No additional information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The date of the event is unknown. The availability of the suspect product is unknown. The lot number is unknown. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.